Event description:
Liver transplant patient on crrt, overnight rn having trouble with quinton catheter and crrt stopped (red port offline not drawing back). Am rn ordered to instill tpa into line, after tpa dwelling in line, attempted to draw back online and was unable to. Rn asked me for assistance and while attempting to troubleshoot, I removed the tego device and was able to both flush and draw back on quinton. Attempted to flush tego device while no longer attached to patient and unable to flush device.